Manufacturer narrative:
Customer returned insulin pump for an alleged stuck button alarm on (B)(6) 2021. The insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No button error alarm/stuck button alarm noted during testing. The insulin pump had intermittent button response on the back arrow button and on the left arrow button noted during testing. Device was cut open to perform visual inspection and corroded keypad traces was found. The keypad connector on electrical board 1 was properly locked. No damage noted on the electronic assembly, motor or force sensor. Successfully downloaded history files and traces using thus. No stuck key alarm/stuck button alarm noted during testing, however, multiple stuck key alarm was found in the formatted history file on (B)(6) 2021 at 02:50:40.000, 02:53:58.000, 03:00:00.000, 03:00:36.000, 03:04:49.000, 03:10:19.000, 03:13:38.000, 03:16:56.000, 03:20:14.000, 03:23:50.000, 03:27:42.000, 03:33:25.000 and 03:38:39.000. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: had minor scratched display window, scratched case, cracked battery tube threads, cracked case at the battery tube side, and pillowing keypad overlay. Keypad unresponsive/intermittent button response and stuck key alarm confirmed in the formatted history file due to corroded keypad traces. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly and stuck button alarm. Customer stated that the insulin pump was alarming with nothing on the screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.